Event description:
Caller states the patient tested 4.9 inr on the professional device and 3.1 inr on the coaguchek s system during duplicate testing. Customer was told to skip 2 days of warfarin and then take 8mg. No adverse event reported. Requested return of suspect system and replacement was sent.